Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The second of four reports from the same facility. A (B)(4) mayfield skull clamp was involved in a slippage and was described as follows: the patient's head had been pinned with v. Mueller pins and the mayfield skull clamp slipped. It is unknown whether there was any injury to the patient. Additional clinical information has been requested.